Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and that a cartridge alarm 1 occurred during load sequence. A cartridge change was performed resolving the issue. The customer's blood glucose level was 204 - 400 mg/dl. It was also that the pump battery was depleting quickly. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.